Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' One imp,tsv,4.1mm,sbm,10 (tsv4b10) packaging was returned for investigation.visual inspection of the as returned product identified that the vial cap is already opened. The vial is entirely empty. The customer does not allege the product has been used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; product packaging; page 2-3. DHR review was completed for the subject lot number 63672158. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (63672158) for similar event and no other complaint was identified.november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (tsv4b10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided.

Event description:
It was reported that when opening the implant blister the implant was missing. Surgery completed with another implant.